Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated a2 and b7. The conclusion remains the same.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent tmvr in mitral annular calcification (mac) with lampoon. As reported, the 29mm s3ur was prepped per IFU and successfully deployed in mac. After deployment, large pericardial effusion was noted. The pericardial effusion was drained. There was no difficulty tracking or withdrawing the delivery system through the patient's anatomy. The patient was alive and transported to ICU after the end of the case. The patient was since brought back to the cath lab for reoccurring pericardial effusion. The team was unable to stop the bleeding and the patient passed away. The patient was not a candidate for open heart surgery. The initial reporter did not allege that any of the ew devices were deficient in some way. The cause of the effusion was thought to be a possible wire perf in the lv. However, it was unclear whether a rupture or wire perf. The degree of tortuosity was moderate and the degree of annular calcification was severe.

Manufacturer narrative:
The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient related factors (tmvr in mitral annular calcification (mac)) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.